Event description:
It was reported that approximately two year post-implantation, the patient was revised following reported pain and the cup was suspected of being loose. An infection was confirmed upon intra-operative biopsy. It is unknown which components were revised. An antibiotic spacer was placed. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 00875101036 lot# 63123933 36mm i.d. Size ii neutral liner cat# 00801803602 lot# 63177076 femoral head 12/14 taper cat# 00771100720 lot# 11013862 femoral stem size 7.5 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided. Review identified the following: an initial left tha was performed with no complications noted. The patient reported pain nineteen months later and the cup was suspected to be loose. An intra-op biopsy confirmed infection. An antibiotic spacer was placed. It is unknown what implants were revised for the spacer. A definitive root cause cannot be determined for the cup loosening. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. This complaint was confirmed based on the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.